Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for poor clot formation with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Patients with abnormal clotting due to disease, or those receiving anticoagulant therapy require more time for complete clot formation. In addition, the proper number of inversions should be performed to mix the blood with the clot activator. A review of specimen handling parameters should be reviewed for this tube type. Product was manufactured at the bd sumter site september, 2018. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for poor clot formation with the incident lot was not observed as all samples met the required specifications. Patients with abnormal clotting due to disease, or those receiving anticoagulant therapy require more time for complete clot formation. In addition, the proper number of inversions should be performed to mix the blood with the clot activator. A review of specimen handling parameters should be reviewed for this tube type. Product was manufactured at the bd sumter site (B)(6) 2018. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were missing additives and the blood sample would not clot. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were missing additives and the blood sample would not clot. No serious injury or medical intervention was reported.